Event description:
A customer from (B)(6) reported to biomérieux a misidentification of an elizabethkingia miricola external quality control sample (eeq asqualab) as chryseobacterium indologenes in association with the vitek® 2 gn test kit. There was no patient involvement as testing involved a quality control sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a misidentification of an elizabethkingia miricola external quality control sample (eeq asqualab) as chryseobacterium indologenes in association with the vitek® 2 gn test kit. An internal biomérieux investigation was performed. This strain was from eeq asqualab survey. The strain and raw data was not available for investigation. E. Miricola is not a claimed species by the vitek 2 gn card. The vitek 2 product labeling contains the following limitations statement: "testing of unclaimed species may result in an unidentified result or a misidentification." Vitek 2 gn lot # 2410107203 met final qc release criteria. This lot passed initial qc performance testing.